Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, drug or alcohol abuse, peri-implantitis, infection, pain, mobility. Neighboring tooth developed external root resorbtion 6 months after implant placement and eventually required removal prior to implant failure.